Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited undefined high impedance and the tines of the device were bent. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.